Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The plastic packaging containing the 50 ml syringes is damaged. The packaging is burnt and thinned, and has pimples. The packaging is no longer sterile and therefore unusable for the manufacture of chemotherapies in a sterile environment. Actions taken on behalf of the patient with regard to dm use of 20 ml syringes for chemotherapy manufacturing. Chemotherapy production. Actions taken within the facility batch quarantined: *2302099 = (B)(4) units. The pharmacy's materialovigilance correspondent to the ansm and the laboratory. Comments the devices in question are currently kept in the pharmacy.

Manufacturer narrative:
One tray sample and photo received by our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. There was no evidence of holes or other perforations identified when inspecting the product. A device history review was performed for the reported lot 2311125 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This incident can be produced during thermo-forming of the film for the tray of the product. If the film is exposed to high temperature more time than required, film can be damaged causing the visual defects noticed in the samples provided by customer. Sterility is not compromised if there is no hole in the tray. Sterilization process investigation will be initiated to verify if it may affect the aspect of the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including the molding, marking, assembly and primary and secondary packaging. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.